Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) measured high pacing thresholds, varying pacing lead impedances, and had recorded events that indicated possible oversensing. The device also provided shocks into a normal sinus rhythm.